Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had under delivery. The customer¿s blood glucose level was unknown. The customer¿s current blood glucose value was 224 mg/dl. The customer did experience nausea as a result of high blood glucose value. The customer treated high blood glucose with syringes. Customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.